Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 18 -jul-2018 with the following findings: during investigation, the black box showed no evidence of short battery life, multiple ¿cs128-fb30¿ 5v motor post-delivery alarms on (B)(6) 2018. The battery compartment and cap were undamaged and able to fit securely. The pump alarmed with ¿cs128-fb80¿ upon the first rewind attempt. Unable to take currents draws reading. The pump¿s cover was removed, and there was intermittent condition was found to the printed circuit board. Unity zippy v 6.4.4 was used to upload test code v 1.0.7 to master/slave/periph processors , commander v1.1 was used to send ¿j 1¿ command to the slave processor, 5v motor post-delivery defect was concluded. Unrelated to the original complaint, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.